Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on (B)(6) 2023, with lot number 3585093. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture iii. Device has been explanted.

Event description:
Device has been explanted,